Event description:
A 56-year-old male patient with acute myocardial infarction complicated by cardiogenic shock was undergoing weaning from circulatory support when he developed ventricular tachycardia (vt) and experienced cardiac arrest. The patient was successfully resuscitated, and the clinical team proceeded with immediate implantation of an impella 5.5 device. During impella support, the patient experienced intermittent episodes of vt. In addition, heparin-induced thrombocytopenia with thrombosis (hitt) was diagnosed, and absent distal lower extremity pulses were noted. No specific treatment was reported other than the administration of two units of platelets. On day three of support, blood cultures returned positive. Weaning from impella was initiated but was ultimately unsuccessful, and the patient expired. This event is being reported conservatively, although a relationship to the device appears highly unlikely given the complexity of the clinical course and multiple concomitant complications.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Updated information: d4 catalog and serial number updated.

Manufacturer narrative:
B1: added death and death date, this was omitted from the initial report in error.

Manufacturer narrative:
Patient-device interaction problem: (thrombosis/ischemia/ thrombocytopenia): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Corrected information has been provided in e1 (healthcare facility information), including [facility name and initial reporter state] was inadvertently omitted in error during initial and has now been provided following follow-up.

Manufacturer narrative:
D4: corrected UDI.